Manufacturer narrative:
Additional information received by smiths medical on 15-nov-2019. No patient was involved. Event occurred during testing. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspected the pump and attached cassette onto the device and the pump alarmed "cassette not attached properly". The customer's stated problem was verified. During investigation the pump was inspected, and cassette attached onto the pump and the pump displayed alarmed "cassette not attached properly". Further investigation of the pump determined that a faulty downstream occlusion sensor was the root cause of the issue. The pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.